Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced discomfort from the perm- trial lead . As a result at the end of the trial the physician explanted the penta lead and replaced it . Issue resolved post-operatively.